Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms we are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia. Locked down smartphone: phone control android, omnipod software app version: 3.1.1, operating system: ap3a.240905.015.a2.g991usqshhyi1, hardware: sm-g991u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy upon pod activation, but after deactivation, indicating a needle mechanism failure. No impact to the patient's glucose level was reported. Treatment information was not reported.